Event description:
It was reported that the customer received a button error alarm. When the button error alarm occurred, she pressed escape, activate, took the battery out and then put it back in. The insulin pump then displayed that there was no insulin and then says reset. At the time of the incident, the customer's blood glucose level was 190 mg/dl. She had eaten and then bloused when the button error alarm occurred. She was advised to discontinue use of the pump and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed a21 test and no unexpected a21 error alarm or reset alarm noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.